Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample processed on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 2990 performance issue is not a likely contributor to the event. A within run precision test performed by the customer on vitros 5600 integrated system was within ortho acceptable guidelines, suggesting that an instrument issue was not a likely contributing factor. The customer is not following the sample collection device manufacturer¿s recommended centrifugation protocol, therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaint data has not identified any signals to suggest thee is a system quality issue with vitros trop I es reagent lot 2990. The definitive assignable cause is unknown.

Event description:
A customer observed a non-reproducible, higher than expected, vitros tropi es result from a single patient sample using a vitros troponin I es reagent lot 2990 in combination with a vitros 5600 integrated system. Patient 1 initial sample (j1) result of 1.160 ng/ml versus the expected result of <0.012 ng/ml biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory, however, no treatment was altered, initiated or stopped based on the reported result and a corrected report was later issued. Ortho has not been made aware of any allegation of patient harm as a result of this event. (B)(4).